Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device. The data file was unable to be downloaded. The reported the reported allegation was confirmed. The probable cause was a defective transmitter.